Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the plastic protective piece fell out in the patient. The surgeon quickly retrieved and kept using the electrode, but is concerned this will happen again. There was no patient injury.